Event description:
A (B)(6) male patient called zoll customer support to report that his monitor displayed a service code and then would not power on properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was an intermittent bga connection. During power up, the monitor was resetting at the second splash screen, indicative of a failure at u500 (the dsp). The intermittent connection was likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. A root cause investigation for the fracture is currently underway. Adverse event resulted from the defective monitor. The patient received a replacement monitor.